Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider diagnosed the patient with an open bite. The bite felt the same if not a little worse during the process. Clinical support advised an extended rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.